Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The promus element 3.0x24mm stent delivery system was advanced to the left circumflex (lcx) , the device could not easily pass the lesion due to the calcified vessel. It was also found out that the device strut was damaged after balloon dilation. The procedure was completed with another of the same device. No patient complication was reported and the patient's condition is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The promus element 3.0x24mm stent delivery system was advanced to the left circumflex (lcx) , the device could not easily pass the lesion due to the calcified vessel. It was also found out that the device strut was damaged after balloon dilation. The procedure was completed with another of the same device. No patient complication was reported and the patient's condition is stable.

Event description:
It was further reported that the 80% stenosed target lesion was moderately calcified and <45 degree tortuous.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial visual examination identified stent damage approximately 25mm from the tip of the device. The profile of the stent was interrupted by a individual strut raised upwardly. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. No kinks or damage was noted with the hypotube/shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).